Manufacturer narrative:
(B)(4) date sent 5/19/2025 d4 batch #373d05 b3: only event year known: 2025. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that tlc75 device was not received. Only a tcr75 reload was returned. The cartridge reload had the proximal 9 drivers up with 4 staples missing scattered along the staple line. The missing staples does not create a fluid path. No functional test was performed in order to preserve evidence. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 373d05, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemicolectomy the staples were falling out of the cartridge before being fired. The cartridge was the one from the packaging that comes in the stapler. No complications. There were no patient consequences.